Event description:
The complainant reported a 60-year-old female was implanted with an impella cp device for mechanical circulatory support. While in the cardiac catheterization lab, the pump was noted to have been left slightly deep. An echo was done and the pump was found to have moved back towards the aortic valve. Even though hemodynamics were stable the pump was ultimately removed at bedside.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the positioning issue was patient movement. The instructions for use referenced in the initial report is for the impella cp with smartassist system in the section: use of echocardiography for positioning of the impella catheter. Added- h6 component code 925 added-d6a/d6b.